Event description:
Fogarty clamp single-use inserts from a previous surgical case had not been removed and was missed by operating room and prep and sterile staff. The single-use inserts were sterilized still attached to the fogarty clamp. The sterilized clamp with the inserts attached were then placed back into the tray and sent up to the unit for use. The sterilized inserts were found prior to incision, but due to potential contamination, the case was cancelled and rescheduled. The single use inserts are gray and very similar in color to the instrument. FDA safety report ID# (B)(4).